Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up, the patient was noted to have had several mode switches yesterday for what appears to be far-r oversensing. A programming change has been made. The patient was stable.